Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided clinical data for review. Review of the clinical data showed initial waveform analysis met criteria for ventricular fibrillation (vf), characterized by variable ECG peak size and morphology. The data review concluded the algorithm operated as intended. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.